Event description:
It was reported that the patient's ipg was unable to communicate with external devices. As a result, the ipg was deemed inoperable. It is unknown which ipg contributed to this issue. Surgical intervention occurred on (B)(6)2023 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 ipgs; however, it is unknown which ipg, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs ipg, model: 3660, UDI: (B)(4), serial: (B)(6), batch: a000090200

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.